Event description:
The device was used during an unspecified procedure. Instrument would not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.